Manufacturer narrative:
Additional information is provided. To date, no sample or additional product information has been received by manufacturing for evaluation. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an ophthalmic gas dispensing regulator valve would not allow gas to come out. Procedure details, patient involvement and patient impact information is unknown.